Event description:
Doctor reported event of "slippage" from journal article: "laparoscopic revision of gastric band surgery", anz j surg 80 (2010) 350-353. It is allergan's approach to compliance to resolve all doubt in favor of reporting. This medwatch represents forty events of slippage. There is no additional information provided for individuals events. During additional follow-up, the physician stated, "most of these adverse outcomes were related to the inamed/allergan band¿." Since we have been unable to obtain information as to which band was involved in which adverse event allergan will report all events because it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unknown. The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because, no serial number or implant date was given. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage as follows: "band slippage and/or pouch dilatation can occur." "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal."